Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5138993/5139734. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 23537326.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted scs system will be returned.

Manufacturer narrative:
Sc-1160 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted scs system will be returned.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted scs system will be returned.

Manufacturer narrative:
Sc-2317-70 (sn: (B)(6)).the returned linear lead was analyzed, passed all tests performed, and exhibited normal device characteristics.